Event description:
Patient reported to manufacturer that they had an infection at the left upper chest wall. Patient reportedly had taken one course of antibiotics, but subsequently had to be admitted to the hospital for IV antibiotics and wound care. Wound cultures were done, but results are unk at this time. Improvement noted by treating physician and patient was discharged home on antibiotics by mouth. The device remains implanted.

Manufacturer narrative:
Device manufacturing records were reviewed. Reviewing of manufacturing records for the pulse generator confirmed sterilization or devices prior to distribution.